Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 500cc (r) and 525cc (l) and experienced bilateral capsular contracture baker grade IV and rupture on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 650cc, catalog number 3506504bc, lot number 7694252, serial number (B)(4) (l) and (B)(4) (r) on (B)(6) 2019. This report is for the right side.